Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found, the distal lv (low voltage) electrode of the lead was covered in blood. Analyst commented, the helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead was placed and fixated. During the procedure, the lead dislodged four times. The lead was removed and replaced. No patient complications have been reported as a result of this event.